Event description:
A medtronic representative reported that the surgeon was 1/2 cm inaccurate with the navigation system during an ent procedure. The surgeon was able to complete the case with no negative impact to the patient.

Manufacturer narrative:
The patient age and weight were not provided from the site. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The site has been unresponsive to all attempts to troubleshoot the issue. No further issues reported. Unable to determine root cause due to lack of information.